Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during procedure. It was reported that during the procedure in the distal left anterior descending (lad) artery, pre-dilatation was performed using a non-abbott dilatation catheter. A 3.0 x 28 xience v stent was deployed. A dissection was noted at the proximal end of the stent; therefore, a 3.0 x 12 xience v stent was deployed to treat the dissection and cover the lesion. There was no adverse patient sequela.